Manufacturer narrative:
A wallflex enteral duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 94 mm. During product analysis, the stent could not be deployed any further using the handle due to damage; however, the investigator was able to manually deploy the stent with no issues by gripping and pulling the tip and retracting the inner distally. The stent holder was inspected and there were no issues noted. No issues were noted with the profile of the stent. There was no polytetrafluoroethylene (ptfe) delamination observed. The stainless steel tube was kinked at multiple locations and the proximal handle had detached from the mid-section of the stainless steel tube. This damage is consistent with excessive force being applied to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be manually deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was to be used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with implant of enteral stent procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture caused by enteral metastasis. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the stent over the guidewire into the second and third portion of the duodenum, he began to deploy the stent and continue to release it; however, the distal handle did not move. It was noted that the proximal handle was bent and broke. The wallflex enteral duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex enteral duodenal stent. There were not patient complications reported as a result of this event. The patient&#62688;condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was to be used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with implant of enteral stent procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture caused by enteral metastasis. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the stent over the guidewire into the second and third portion of the duodenum, he began to deploy the stent and continue to release it; however, the distal handle did not move. It was noted that the proximal handle was bent and broke. The wallflex enteral duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex enteral duodenal stent. There were not patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was to be used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with implant of enteral stent procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture caused by enteral metastasis. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the stent over the guidewire into the second and third portion of the duodenum, he began to deploy the stent and continue to release it; however, the distal handle did not move. It was noted that the proximal handle was bent and broke. The wallflex enteral duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex enteral duodenal stent. There were not patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.